Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, the pulse generator was found to be operating in backup vvi mode. The patient was noted to be in good condition. Device restoration was not attempted due to battery depletion. The device was explanted and replaced on (B)(6) 2015.